Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to the environment, which is environmental conditions. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the trigger of the small battery drive device was sticky, and the motor was damaged and would not run. It was determined that the battery/power module/unit could not be inserted. It was further observed that the device had a cosmetic- worn coupling and a component damage. It was further determined that the device failed pretest for general condition, check the battery casing coupling, check for sticky triggers, check function of device and check power with power test bench. It was noted in the service order that the device did not work during pre-surgery. It was reported that there were no delays in the surgical procedure as a spare device was used to complete the surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.